Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening. Additional observation: black particles observed in the fill channel. Crease was observed. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device remains implanted. This relates to the right side.